Event description:
It was reported in a literature publication that one hundred ninety-five patients were divided into 4 groups depending on fusion material and the presence/absence of fusion-related risk factors for nonunions; group a was defined as rhbmp-2 used in the presence of high-risk factors (frrf), group b was defined as rhbmp-2 used in the absence of frrf, group c was defined as autograft used in the presence of frrf, and group d was defined as autograft used in the absence of frrf. The time to fusion, fusion rate were compared between each group. The risk factors assessed included age (B)(6), gender, revision/primary surgery, multiple/single fusion levels, smoking, diabetes mellitus, osteoporosis, and medical comorbidities. In total, 86 patients received rhbmp-2/acs in instrumented posterolateral lumbar fusions. The presence of fusion was determined based on plain radiographs and dynamic lateral radiographs, which were interpreted by a blinded, independent musculoskeletal radiologist. Time to fusion was the time defined as the clear presence of a robust fusion mass with consolidated bridging one on plain radiographs with <(><<)>(><(><<)><(><<)>)> 3 degrees of translation and <(><<)>(><(><<)><(><<)>)> 5 degrees of angulation on flexion/extension views. CT scans were used as a secondary measure when bridging trabecular bone was not observed on plain radiographs. Of the 86 patients who received rhbmp-2/acs, 9 of the patients did not develop solid fusions.

Manufacturer narrative:
Literature article citation: lee et al. Use of autogenous bone graft compared with rhbmp in high-risk patients: a comparison of fusion rates and time to fusion. J spinal disord tech 2011. (Doi: 10.1097/bsd.0b013e3182440162). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.